Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the lot was manufactured from march 28, 2018 - march 31, 2018. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. The reported condition is not clearly observed via the provided photograph and due to the nature of the sample (photograph) no additional testing could be performed. Therefore, the reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor "had no flow¿ during a patient infusion. The device contained 0.9% normal saline and fluorouracil (240ml). The reporter stated that after 120 hours of treatment, 140mls of solution remained in the bladder. There was no patient injury or medical intervention associated with this event. No additional information is available.